Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The device was not returned for complaint investigation as documented in the product retrieval task. The device could not be visually inspected in an effort to confirm the defect. No repair has been performed as the product was not returned. Complaints for the 12 previous months were reviewed and no further action is required device is used for treatment. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2- foreign: france. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during surgery battery housing broke and it was impossible to close it. No harm to the patient. This event is related to a malfunction that could potentially lead to a sterility issue/serious injury. However, no patient harm or further outcome was reported. Attempts have been made and no further information has been provided.